Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that her daughter was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 496 mg/dl. The customer's current blood glucose was 163 mg/dl. Customer was first admitted to a local clinic and because they did not had all the equipment they moved her to a local hospital and because blood glucose stayed high they moved her to another hospital. The customer was treated by insulin pump and injections. Customer was treated by intravenous insulin and injections at the hospital. Customer's mother stated that last sunday her daughters insulin pump started to alarm insulin flow block. Customer tried changing everything, the reservoir and infusion set. Customer's mother mentioned that after doing an injection blood glucose came down a bit so customer went back to using insulin pump and blood glucose went up again. Customer wishes to continue troubleshooting for insulin flow block alarm. Customer states they had tried all remedies. Customer was advised that the insulin pump will need to be replaced. Customer was advised to retrieve and save insulin pump settings and to revert to backup plan per healthcare professional's instructions. Insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with pillowing keypad overlay and cracked retainer.